Event description:
It was reported by the customer that a pyxis medbank system had a drawer issue. The customer stated that they are unable to close the drawer 6 because of a medication fell in between the drawer causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer issue. The field service engineer opened the back panel, removed the medication stuck behind the matrix drawer and adjusted the bent metal creating pressure on the drawer latch. The system functioned as intended after the field service engineer troubleshooted the device. The issue is filed based on the allegation in the case "(B)(4)".